Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed repeatedly. The drawer required forceful closure to avoid the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 failed repetitively. A field service engineer (fse) replaced retractor band cable on drawer 2.2 and adjusted latch catch to resolve the issue. Then the customer inventoried in drawer 2.2. The system functioned as intended after the field service engineer repaired the device.